Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe was cracked and leaked medication. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd plastipak insulin syringe was cracked and leaked medication. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The returned sample was examined and exhibited the same condition described below. The investigation below remains valid. DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The images sent by the customer were verified and it was possible observe barrel cracked, which caused the leakage during the usage. The potential cause for the problem is a barrel jam on assembly machine system or jam at packaging machine feeder system, which caused the leakage during the usage. An internal action for product quality improvement, will be initiated for defects of damaged components and leakage. The defect identified from this complaint will be monitored for trend evaluation.